Event description:
The customer reported to olympus, the video system center had a noisy image. The issue was found during preparation for use for a diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm. The field service engineer (fse) visited and found the symptom. When the fse touched the digital light source cable the image disappeared. The cable was changed to another one, but the image still disappeared. The product was brought back for a repair request. Additional information has been requested but not yet received.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The repair center evaluation could not find any problems, and the device worked correctly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information was supplied by the customer. The intended procedure was a gastroscopy. After finishing the case, that noise problem occurred. The customer then changed procedure rooms.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified due to the issue could not be reproduced. Olympus will continue to monitor field performance for this device.